Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that "alert/notification settings issue" occurred. On (B)(6) 2026, the patient experienced a headache and, upon checking his dexcom receiver, noted that it had been displaying a ¿high¿ reading for approximately 45 minutes. He reported that he did not receive any alerts during this period. No blood glucose test was performed at home, but the patient self-administered 25 units of fast-acting insulin and then proceeded to the emergency room for evaluation. At the ER, his blood glucose measured 525 mg/dl, and his estimated glucose value (egv) continued to display ¿high.¿ he was treated with IV fluids and an unspecified IV medication described as intended to ¿counteract the excessive insulin¿ he had taken. There was no indication that he experienced hypoglycemic shock during the visit. While in the ER, the patient¿s egv decreased into the 200 mg/dl range, at which point the dexcom receiver emitted an audible alert. He remained in the ER for approximately four hours and was discharged home feeling well. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional event or patient information is available.